Event description:
Healthcare professional reported "removal of recalled implant, sepsis, capsular contracture of breast implant". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further investigation results completed 15/oct/2024: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1530883 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet, however the events of capsular contracture, seroma, infection and lymphoma - alcl are classified as medical events and they are unable to observe, therefore these events will not be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "removal of recalled implant, sepsis, capsular contracture of breast implant". Healthcare professional later reported "capsular contracture baker grade IV, axillary lymphadenopathy, lymph nodes, edema, inflammation, heterogeneous seroma mass, breast associated with bia-alcl stage IV with cd30 positive, tumor confined to capsule. Positive for cd43 and cd30. Alk1 cells are no longer present. Hlh primarly secondary to untrated lymphoma." This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "removal of recalled implant, sepsis, capsular contracture of breast implant". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of sepsis, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sepsis, capsular contracture.

Event description:
Healthcare professional later reported "capsular contracture, baker grade IV, edema, inflammation, heterogeneous seroma mass, breast associated with bia-alcl stage IV with cd30 positive, tumor confined to capsule. Positive for cd43 and cd30. Alk1 cells are no longer present. Hlh [not device related] primarily secondary to untreated lymphoma."

Manufacturer narrative:
The events of seroma and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV; seroma; bia-alcl. Correction to g.3 aware date of medwatch supplemental #1. The aware date should have been listed as 22/aug/2024. Further information investigation completed on 22 aug 2024: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Five additional complaints were noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implant for the period of (B)(6) 2022 through (B)(6) 2024, were noted two outliers in (B)(6) 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.